Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: 400 cc mentor memorygel breast implant, catalog #3544007, lot #194338. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female had 400 cc mentor memorygel breast implant(right) and a 375 cc mentor memorygel breast implant(left) inserted. Bilateral rupture was observed post procedure. As a result, bilateral prosthesis replacement with 465 cc mentor memorygel breast implants was performed on (B)(6) 2018. The right sided rupture, which mentor became aware of on (B)(4) 2017, was reported with a periodic summary report. Mentor received additional information on 8/7/2018 that the rupture was bilateral, and this report is being submitted in order to document the left sided deflation.

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 9/5/2018. Device evaluation summary: it was reported that a (B)(6) year-old female had 400cc mentor memorygel breast implant(right) and a 375cc mentor memorygel breast implant(left) inserted. Bilateral rupture was observed post procedure. The device contained gel with clear appearance upon receipt by mentor. No foreign material was observed within the device or on the shell surface. During visual examination, the product evaluation team observed the device was severely rented, and it was returned in two pieces. Additionally, shell wear was found within the rent, suggesting in-vivo folding or creasing of the device. No other anomalies were found. Mentor products are 100% visually inspected prior to release, additionally, a thorough in-process testing during several stages of the manufacturing process was performed. The product evaluation team concluded that the rent and shell wear occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since the device was found severely rented. However, at this point it is not possible to determine the root cause of such damage. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).